Event description:
It was observed during the device inspection, that the rhino laryngo videoscope exhibited the resin part of the image guide hose had fallen off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the event resin part of the image guide bundle tube fell off was confirmed, however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.